Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. (B)(4). The manufacturer¿s international service technician confirmed the reported issue and replaced the defective power switch overlay to address the reported problem.

Event description:
The customer reported (light emitting diode) led indicator faulty. The device was not in use at the time of the reported event.